Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure to treat portal hypertension gastrointestinal bleeding performed on (B)(6) 2023. During the procedure, after the first two bands were deployed, the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the ligator head returned with a segment of the trip wire, probably, it was cut to remove the ligator housing of the scope. The ligator head had seven bands attached. Some of them were moved from their position and overlapped. The device was observed under magnification, and the ligator head teeth were bent/damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved from their position and overlapped, and the ligator head teeth were damaged/bent. These suggest that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have encountered difficulties to release the bands, which may have caused that some bands got overlapped and moved from their position, and consequently, damaging/bending the ligator head teeth. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure to treat portal hypertension gastrointestinal bleeding performed on (B)(6) 2023. During the procedure, after the first two bands were deployed, the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.